Manufacturer narrative:
Concomitant products: product ID 3888-28, lot# l42587, implanted: (B)(6) 1997, product type lead; product ID 3888-28, lot# l43042, implanted: (B)(6) 1997, product type lead; product ID 749851, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had pulled out a set of leads from the first battery that had been implanted in 2007 so the patient had to have the implantable neurostimulator (ins) replaced with the device she currently had. This was the patient¿s first rechargeable ins. The patient was still having concerns with their device or therapy but was working with her healthcare professional or manufacturing representative. Appointment date was pending. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be submitted.